Manufacturer narrative:
The full lead was returned and analyzed and the helix of the lead was extrinsically bent. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was possible insulation damage to the lead as the svc (superior vena cava) coil of the lead seems to have stretched. Additionally, the helix was deployed a number of times and with the last good position the helix did not want to deploy. It was noted the venous access was very tight. The lead was removed and a different lead with a single coil to minimize friction was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.